Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for a while now based from the date the manufacturer became aware of the event.